Manufacturer narrative:
(B)(6). Occupation: product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had a "no disposable, clamp tubing" error while in use. The patient stopped the pump and reviewed the settings. The pump was restarted and the error was still present. The cassette was removed and noticed air bubbles in the tubing on the cassette. The air bubbles were removed, the cassette was re-attached, the pump was turned on, but the error re-occurred. The patient re-checked the cassette and there was no air in line. The cassette was re-attached again and the pump was turned on, but the error persisted. There was no patient injury.